Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/6/2023. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received six unopened samples that pertain to the product code m8556. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental will be sent. Additional information was requested, and the following was obtained via: could you please clarify how many sutures got pull of from the needle or this issue occurred just to 6 devices? Please confirm. Could you please provide lot number for each defective device? I am not sure how many were used in surgery, all I can provide is the unused box which are all from the same lot code m8556, lot sjbhpj. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-00775, 2210968-2023-00776, 2210968-2023-00777,2210968-2023-00782, 2210968-2023-00780.

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the needles kept popping of the suture. Different sutures with different lot numbers were used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.